Event description:
At the time of surgery after removal of the segment at c6, during bipolar cauterization of an epidural vein a sudden csf leak appeared. Operating microscope was brought in and closed the dura with 6-0 prolene. Then while bipolar cauterization of an epidural vein at c5 a second csf leak appeared. This occurred while using the microscope and visualized when the bipolar was activated a hole was created. At this point it was determined that the bipolar unit was at the default setting which is a macro setting. The bipolar unit was changed to micro for the rest of the procedure. This patient has required 3 additional surgeries related to the initial injury during the first surgery. Surgery #2 pre op diagnosis: leaking cervical durotomy repair. Postop diagnosis: leaking cervical durotomy repair. Procedure: attempted placement of lumber csf diversion catheter. Surgery #3 pre op diagnosis: cervical wound csf drainage. Postop diagnosis: cervical wound csf drainage. Procedure: cervical wound exploration to re-close the durotomy using operating microscope. Surgery #4 preop diagnosis: cervical wound dehiscence. Postop diagnosis: cervical wound dehiscence. Procedure: I and d of cervical wound with full-thickness excisional debridement down to bony spinal canal. Wound left packed open the default setting for bipolar on the con med 5000 is macro. All staff if the operating room were surveyed about this including the surgeon and no staff were aware that this was the default setting. In fact they had used this machine on multiple occasions over the years and have never changed the micro/ macro bipolar setting. Other bipolar units have default of the lowest settings rather than the highest as is the case with this device. The vendor was contacted and he came into the facility and programmed all of these type units to the micro setting.